Event description:
Litigation papers allege: pain in her back and legs, difficulty walking, swelling and a pulling sensation in her right hip area. Patients chronic pain, discomfort and other symptoms, the patient continues to require ongoing medical care.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A previous review of the device history records for the 1869191 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 1838705 found one manufacturing deviation. It was confirmed that the deviation should have had no effect on the reported complaint. A review of the device history records for the 2973266 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(4) 2012 - pfs and medical records received. Part/lot was provided. Since part and lot numbers have been received, two unknown pinnacle hip systems are being changed to the left hip liner and head. The right hip liner and head is being added. After review of operative notes there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.